Event description:
On (B)(6) 2018, a patient received a pvs23 in aortic position. The device was explanted on (B)(6) 2019 due to endocarditis with vegetation on the aortic perceval valve. During the re-do surgery, it was noted that all the tissues were very fragile. The explanted pvs23 was replaced with a trifecta 21mm. The pathogen was identified to be streptococcus. The patient had a good outcome after surgery. The patient has no history of endocarditis. Based on the physician's comment, the endocarditis was probably related to the patient's dental infection, which was detected during the same week of the endocarditis.